Event description:
The hospital experienced a ventilator problem related to a gas module malfunction. There was no patient injury.

Manufacturer narrative:
Customer provided failure and purchasing history during a meeting with maquet on jun 11, 2007. Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.